Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer did not use her boluses over the holiday. The customer's husband also stated that, the insulin pump had displayed off no power before receiving the low battery warning.